Manufacturer narrative:
Returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and contained contrast. There were numerous hypotube kinks throughout the device. There was a complete hypotube separation 18.8cm distal of the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered, unintended use error caused or contributed to event, due to the kinks and separation were from the user handling the device. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation.

Event description:
It was reported that shaft break occurred. The 3.9mm x 2 target lesion was located in the non tortuous mildly calcified left anterior descending artery (lad). A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, upon insertion, the shaft broke at the rapid exchange port. The device was removed and replaced with another balloon and completed the procedure successfully. No patient complications nor injuries were reported.